Manufacturer narrative:
Patient identifier, age/date of birth, and weight are unknown. However, patient over 18 years old. The complainant was unable to provide the suspect device serial number; therefore, the device manufacture date is unknown. The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined. (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-02579 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen electrode were used during a liver rfa (radiofrequency ablation) procedure (female patient over 18 years old). According to the complainant, a burn occurred at the incision site. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.